Event description:
The customer reported that the device had a problem with the speaker. The customer changed the speaker however that did not resolve the issue. There was no patient involvement.

Event description:
The customer reported that the device had a problem with the speaker. The customer changed the speaker however that did not resolve the issue. There was no report of a death or serious injury, nor was there a report of any adverse impact to any user or patient.